Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith efforts will be attempted to retrieve the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. The patient presented to the emergency room and was transferred to another hospital for a device change-out. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. The patient presented to the emergency room and was transferred to another hospital for a device change-out. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.